Event description:
In this case, it was reported that a (B)(6) female underwent a valve explant after an implant duration of ten (10) years, five (5) months, twenty-eight (28) days. The reason for explant remains unknown. The explanted device was replaced with a 25 mm carpentier-edwards perimount theon pericardial bioprosthesis.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Despite repeated attempts to receive further information regarding the event, no additional information was received. No information was provided that indicated a quality deficiency of the device; however, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. No further actions are possible with the available information.